Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed into two sections and the helix was extended. Resistance testing of the proximal lead section found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, difficulty was experienced inserting the stylet. The distal pin was rotated, but it was not felt that the coil was rotating. It was suspected the coil was broken as the rotation was performed without any resistance. As a result, the lead was removed and replaced. No adverse patient effects were reported.